Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient was hospitalized for an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and has been discharged. There have been no reports of further complications regarding this event.